Manufacturer narrative:
In the initial report stated "the reported bleeding with hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support." It should have stated: anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. H10: related MDR number added: the device in question was originally reported for tachycardia, ectopic heartbeat, malposition, and renal failure within MDR #1220648-2025-27983. On 2026-02-10, additional information was received, however, accidentally filed under a new MDR report number (1220648-2026-04489). This report serves to notify you of our error and that additional information should have been filed as a supplemental to the original reported MDR.

Event description:
An impella 5.5 was inserted via the direct surgical access to support the 56 year old male who had been admitted in with plan for surgical intervention for the valvular disease. The patient had been support by inotropes, vasopressors, and a vent for respiratory needs, presenting in scai stage d shock. The pump was weaned and explanted after 6.5 days, in (B)(6) 2025. Later in (B)(6) 2026 the team reported upon acute anemia and hemolysis with a definite relationship to the pump use. The patient had been infused blood products for the anemia from bleeding. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The reported bleeding with hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Event description:
An impella cp was inserted via left femoral artery in a 68-year-old female for acute myocardial infraction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. On day two of support, while in the intensive care unit, it was reported there was bleeding from the cp site and hemostasis was not achieved. The field representative responded that the act was high so heparin was paused and act came down. Manual pressure was also held above site by rn and the bleeding stopped. The device was explanted. The reported bleeding with hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.